Event description:
The pt is implanted with two scs leads from the same lot number. It was reported the pt has never received effective stimulation therapy in all of her pain areas from her scs system. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.